Event description:
An Impella CP was inserted via left femoral artery in a 59-year-old male patient presenting with Acute Myocardial Infarction complicated with Cardiogenic Shock. The patient¿s comorbidities were not shared. The patient¿s clinical state prior to initiation of support was Society for Cardiovascular Angiography and Interventions (SCAI) Shock Stage E. Prior to insertion of the Impella the patient was supported by inotropes, vasopressors and was on respiratory support. The primary hemodynamic support device was Extra Corporeal Membrane Oxygenation (ECMO) and the Impella CP was placed for left ventricular venting.The Impella CP was inserted and single access was attempted with the 7 French Companion Sheath. There was extensive bleeding noted at the hub of the 14 French peel away introducer around the 7 French Companion Sheath that was thought to be due to the angle the physician was manipulating the device as they were working from the opposite side of the table and the bleeding subsided when the alignment of the two sheaths was corrected. The procedure lasted approximately 3 hours and the patient did require a blood transfusion along with 5 liters of sodium chloride.While on support the device functioned as intended, Performance Level P-2 with 1.4L/min flow with 5% Dextrose in water with sodium bicarbonate in the purge solution.After approximately 8 hours of support the Impella CP was explanted. The patient remained on the ECMO and an Intra Aortic Balloon Pump (IABP) was added.The bleeding is most likely contributed to single access technique as the physician elected to not follow recommended practice of removing the 7 French Companion Sheath and re accessing at 10 o'clock or 2 o'clock when there was bleeding around the sheath.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.